Manufacturer narrative:
Date sent to FDA: 10/10/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2022.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 for a laparoscopic subtotal hysterectomy and mesh was implanted. It was reported that the patient experienced pelvic pain, bleeding, and dyspareunia. It was reported that the patient underwent partial revision surgery on (B)(6) 2014. It was reported that the patient underwent surgery for vaginal mesh removal, urethrolysis, anterior repair, and abdominal paravaginal defect repair on (B)(6) 2022. No additional information was provided.